Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (28-29 mg/dl); cause was not known. Ketones were present (level not provided). Customer was "flailing" which caused bruises on the customer's body. Paramedics transported to the emergency room (ER). Customer was treated with juice, glucagon and intravenous fluids. After 5 hours, customer left the ER feeling dizzy and exhausted, but mostly recovered.